Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero calibration failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero calibration failure had occurred. Onsite service is currently pending, and the investigation is ongoing.

Manufacturer narrative:
It was reported that a proximal pressure sensor autozero calibration failure had occurred. Per good faith effort (gfe) received 10jun2025, the customer declined repairs from philips and resolved the reported issue on their own. No further action provided. The customer declined repairs from philips and resolved the reported issue on their own. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.